Manufacturer narrative:
The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. The service history review for 12 months review period was not performed. The visual and functional testing was performed. The customer issue was confirmed that delivery rate is too high. The probable cause of the issue was too big expulsor. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification.

Event description:
It was found during the investigation of a returned infusion pump that the delivery rate was too high. There was no patient involvement.